Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient's log files were sent for review to confirm a pump stop that was accompanied by a driveline disconnect. A review of the log files revealed an intentional driveline disconnect. Several low flow events were also captured, however, they appeared to be patient-related.

Manufacturer narrative:
Manufacturer's investigation conclusion a driveline disconnect event was confirmed via the log file data provided by the account. Low flow alarms were also confirmed via the log file data provided by the account; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2022 at 17:57:18 to (B)(6) 2022 at 02:57:04, per the timestamp. On (B)(6) 2022 at 23:14:51 the driveline was disconnected from the system controller, resulting in a pump stop event. The pump was stopped for approximately 26 seconds before the driveline was reconnected to the system controller and the device resumed operation at the fixed speed for the remainder of the log file. Additionally, multiple low flow alarms were captured on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The heartmate ii left ventricular assist system instructions for use, rev. H, explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. The heartmate ii left ventricular assist system patient handbook, rev. G, explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.